Event description:
It was reported that during a laparoscopic ventral hernia procedure, upon insertion of the trocar, when penetrating through the peritoneum, the optical tip of the obturator broke off and fell into the patient. The tip was immediately retrieved from the patient. It was also noted that the shaft of the obturator was bent. There was no issue with the trocar sleeve and the case was completed using that same sleeve; no need for a new obturator. There were no patient consequences reported. The trocar sleeve was discarded. The obturator and broken tip will be returned.

Manufacturer narrative:
(B)(4). Additional information : the analysis results found that the b5xt instrument was received with the obturator cannula bent and with the clear lens melted. The sleeve assembly was not returned. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon commented to the sales rep that it was a difficult case on a (B)(6) patient.